Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019 at 11 pm also insulin pump received multiple insulin pump error alarm. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was treated with syringe. Customer stated that he was not feeling okay, his mouth was dry. Customer stated that they took insulin pen and still blood glucose was not going down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intravenous insulin during hospitalization. Customer did not allege insulin pump was under delivering the insulin. It was unknown whether customer was using auto mode feature. Customer performed the high pressure test and it was passed. The device will not be returned for analysis.